Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 corrected fields: e1, e3 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a rainbow-colored image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be identified. Additionally, the image was rainbow-colored is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an unspecified communication error. The issue was found during installation. There were no reports of patient involvement.